Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v487157, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that she had not used the device in years because it just did not work for her. Her indications for use were urinary dysfunction and sacral nerve stimulation. No further details were provided. It was unclear what did not work for the patient or if any interventions took place, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device never worked. After having the implant surgery, the patient never felt anything from the device as the patient's body never responded to the device. The issue had not been resolved and the patient just stopped trying to get it to work.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device never worked for them. There were no further complications reported or anticipated.